Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the left internal carotid artery (ica) aneurysm procedure, physician prepared and inserted the subject coil. While adjusting the position of the subject coil, it detached unexpectedly half in the microcatheter and half in the aneurysm. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection: the main coil was seen to be detached/separated. The main coil was intact. The coil delivery wire was not returned. The coil introducer sheath was not returned. Functional inspection: not required the reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event - main coil prematurely detached/separated during use was confirmed during analysis. The device was analyzed. The coil delivery wire was found to be missing. The main coil was found to be intact, but to be prematurely detached/separated. Additional information provided by the customer indicated that the device was prepared according to directions for use. After inserting the coil into the aneurysm and adjusting its position, the operator discovered that the coil had unexpectedly detached. It is probable that the coil was detached during position adjustment due to the excessive force. An assignable cause of procedural factors will be assigned to the - main coil prematurely detached/separated during use, as the defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the left internal carotid artery (ica) aneurysm procedure, physician prepared and inserted the subject coil. While adjusting the position of the subject coil, it detached unexpectedly half in the microcatheter and half in the aneurysm. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.